Manufacturer narrative:
(B)(4). Two of the packages had no visible defects. Package three had visible hair inside the package and was across the path of the seal, causing a break in the sterile barrier of the package. The batch record was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported that the package was received with some defects. Organic particle matter outside pouch.